Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed a "backup alarm failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the device was evaluated. The se reported that the issue was not duplicated by a check performed. It was then noted that since the "check vent: backup alarm failed" (diagnostic code 1104) was alarm was confirmed in the event log, the central processing unit (cpu) board was replaced as a recurrence preventive measure.

Manufacturer narrative:
H10: the suspected central processing unit (cpu) was returned to philips for evaluation. The technician documented the following conclusion, "no problem found. The issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a secondary alarm failure / ec 1104 has been analyzed and the results of the testing of this cpu has resulted in a no problem found. H11: d4 - product UDI #.